Manufacturer narrative:
Device evaluation: lens was returned in small vial. Visual inspection found no visible damge to the lens, clear and thick surgical residue on the lens surface. (B)(4)

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +3 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise. On (B)(6) 2016, the lens was exchanged with the same size and similar diopter lens. The problem was resolved. As of the day of MDR submission, the lens has not been returned.